Event description:
Philips received a complaint on the heartstart xl+ indicating that the ECG test failed. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the external paddles. The customer was provided with replacement external paddles to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.